Event description:
It was reported that the pulse generator was programmed vvi. When an attempt was made to access the atrial lead, the patient complained of painful pocket stimulation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.